Event description:
Customer's daughter-in-law called customer service on (B)(6) 2013 and stated that due to not receiving a replacement precision xtra meter when expected customer was unable to test and because of that she could not receive advice from her hcp about how many units of insulin to take. It was further reported that on (B)(6) 2013 customer experienced symptoms that were described as "nauseous, sluggish, loss of appetite, constant headache" and then reportedly had a loss of consciousness. It is unknown whether customer self-treated. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This is a final report. The complaint involved a delivery issue; hence no product investigation will be undertaken.